Event description:
It was reported that the patient experienced asystole one hour after implant. The right ventricular (rv) lead had placement difficulty during implant and after implant it became dislodged. No capture was noted for 20 seconds resulting in the asystole. Cardiopulmonary resuscitation (CPR) was required. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The analyst noted that the lead passed introducer test. If information is provided in the future, a supplemental report will be issued.